Event description:
5 total fistula needles were found with defective tips bent after incident. 2 were saved and package. 3 other pts had bleeding at insertion sites of graft with dialysis treatment and needles had to be removed. Pt was started on treatment with nipro needles and started pulsing blood from insertion site after treatment for 5 men. A different type brand was used to replace this needle. Post treatment the second nipro needle removed. Pt bled 30 minutes and gelfoam was used to stop bleeding.